Event description:
The customer contacted spacelabs healthcare technical support to report that the display of the xhibit central station (xcs) was blank and searching for a vga video signal. There was no report of patient or user harm associated with the event. The customer biomed stated that they already attempted to power cycle the display, however the issue remained. A spacelabs field service engineer (fse) was paged, however, before the fse went on site, the customer informed the fse they resolved the issue by replacing the display and no further assistance was needed.